Event description:
When disconnecting a needle from the top injection site, the septum separates from the tubing breaking the sterile path and rendering the set unusable. In one case only the septum separated, in a second the septum and the wrap-around collar/seal together separated from the tubing. Rptr has two samples. There is no evidence of blood contamination, but both sets were used on pts and are in a biohazard bag. Rptr has had multiple occurrence of separation or leaking from this particular port. Rptr has used this product for several yrs but has only encountered this problem recently. Rptr does not know the lot numbers involved in the first local reports, but feels strongly the above listed lot is involved.